Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture. During an unsuccessful attempt to reposition the lead, the lead's tines got entangled with the other two implanted leads. The procedure was stopped and all leads were extracted the next day.